Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation and additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. Additional information from the customer states this issue occurred prior to the case. They went to go turn the unit on and it was dead. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable cause for the reported event is as follows: · images are not displayed. Indication phenomenon occurred because the qb-pcb failed. The reason why the qb board broke down was that there was no shipment of the actual product, so I couldn't identify it. This is a conjecture, but we believe that it occurred due to the following factors. · a bug occurred at that time because the inside was opened by a third party. · accidental failure. · there are no internal screws. ·there was no shipment of the actual product, so I couldn't identify it. ·this is a guess but we believe that the event occurred when the product was opened by a third party. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image/dead¿ was confirmed due to a faulty qb board (printed circuit board). There were 2 missing screws and 2 types of tape found inside the unit due to third party tampering. The unit¿s housing was noted to have normal cosmetic wear/tear with minor scratches noted on the display.

Event description:
The service center was informed that there was no image displayed on the monitor. There was no patient involvement reported.